Event description:
It was reported that while testing for sars-cov-2 using bd veritor ¿ at-home covid-19 test the customer received a discrepant result. The customer performed two consecutive tests and received a negative result and then a positive result. This occurred 1 time. A confirmatory test was attempted but was unsuccessful. There was no indication that false results were reported to health practitioners. There was no indication of patient impact. The following information was provided by the initial reporter: customer stated she took two test and one was negative one was positive she took another one for confirmation and wouldn¿t let her scan it and the test timed out. (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while testing for sars-cov-2 using bd veritor ¿ at-home covid-19 test the customer received a discrepant result. The customer performed two consecutive tests and received a negative result and then a positive result. This occurred 1 time. A confirmatory test was attempted but was unsuccessful. There was no indication that false results were reported to health practitioners. There was no indication of patient impact. The following information was provided by the initial reporter: customer stated she took two test and one was negative one was positive she took another one for confirmation and wouldn¿t let her scan it and the test timed out. (B)(4).

Manufacturer narrative:
H.6. Investigation summary: "this summarizes the investigation results regarding a complaint that alleges the ¿customer received discrepant results¿ using the bd veritor at home covid-19 tests (material # 256094), batch number 1340903; ¿one test was positive and one test was negative. Customer took a third test for clarification and it wouldn't scan and test timed out.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results or user is unable to obtain test result (scan image failure). Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services."